Manufacturer narrative:
Bci field service engineer inspected the instrument and found that the air filter, air vent and condenser were all covered with a thick layer of dust, which did not allow air to flow through the instrument, causing the compressor to overheat. All parts were cleaned and the instrument was verified to be operational. The instrument has the appropriate safety ratings.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a minor finger burn caused by touching the outside of spinchron r instrument. The finger burn did not hinder the employee from working, and no medical attention was required.